Event description:
The procedure involved embolization of a brain avm with onyx liquid embolic system. Upon completion of the procedure, clinician was not able to withdraw the catheter from the onyx cast. The catheter was cut and secured at the groin.